Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history review) for the fs libre sensor and fs sensor kit were reviewed. The dhrs showed the fs libre sensor and fs sensor kit passed all tests prior to release. ¿ if the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported that the tip of the sensor filament was left in the arm and required medical attention to remove the broken sensor tip from the arm. The customer self-presented at the ER where the sensor filament was removed. No medication was prescribed and no additional information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the tip of the sensor filament was left in the arm and required medical attention to remove the broken sensor tip from the arm. The customer self-presented at the ER where the sensor filament was removed. No medication was prescribed and no additional information was provided. There was no report of death or permanent impairment associated with this event.